Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was no physical damage or evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: the battery was not returned with the pump so a new battery was used for testing. The battery was able to power on the pump to the verify screen with no issue. The device's black box didn't show any activity related to the complaint. The pump was tested with an external power supply and the idle, sleep, rewind and load currents all are within specification. No overheating was duplicated during testing. There was no evidence of loose components or moisture contamination identified inside the pump. The complaint could not be duplicated during the investigation.